Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received medical treatment for hypoglycemia while using the mobile system. At 4:30 p.m., the blood glucose result was 6.5 mmol/l. The patient injected 9 units of humulin m3 insulin at 4:30 p.m. As normal. Within 10 minutes, the patient was unconscious in the armchair. His blood glucose was taken by his wife and the result was 2.5 mmol/l. The patient's wife called the paramedics and they arrived one hour later. The blood glucose result from the paramedics was not provided. The paramedics treated the patient with a glucose drip. After one hour, the patient was stabilized and the paramedics left. The patient's blood glucose level dropped again later at an unknown time. The patient's wife called the paramedics and they advised her to take the patient to the hospital. At 10:00 p.m., the patient arrived at the hospital and stayed until 3:00 a.m. The patient did not receive any medical treatment and the blood glucose result was 9.0 mmol/l when the patient was released. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.